Manufacturer narrative:
It was reported that the compressor was making noise. Our field service engineer replaced the compressor motor where after the unit passed all functional and safety test per factory specification and was returned to customer and cleared for clinical use. A visual inspection of the returned compressor/motor unit did not show any faults or damages to the unit. Resistance measurement of the returned motor capacitor indicated that it was functional. Manually turning the compressor rotor went without resistance and no other deficiencies were found. The compressor/motor unit was tested standalone in a test bench. When it was connected to the mains inlet, it started to run and compressed air was efficiently generated. This was tried several times with no problems encountered. The reported noise was noted without being exceptional. The conclusion in this matter is that the reported noise could be noticed but the returned compressor/motor functioned well when tested in the test bench during the investigation.

Event description:
Manufacturer's ref.: (B)(4).

Event description:
It was reported that the compressor was making noise. There was no patient harm. Manufacturer's ref.: (B)(4).